Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: a free floating stent remaining in the patient's anatomy is considered to be a permanent impairment. Device issue: stent dislodgement. It was reported that the xience v stent was deployed in a lesion in the left anterior descending (lad) artery and a perforation occurred. A 3.0 x 19 mm graftmaster was being advanced to treat the perforated lad; however, it did not cross. The device could not be withdrawn into the 6 fr guiding catheter and the stent dislodged in the patient's anatomy. The dislodged graftmaster stent was free floating and moved first to the knee and then floated down to the patient's ankle. An attempt to remove the dislodge graftmaster stent with a snare device was unsuccessful. A 3.0 x 12 mm graftmaster was used to successfully cover the perforation. Therefore, the dislodged graftmaster stent remains in the patient's anatomy. No additional event or patient information is available.

Manufacturer narrative:
Results code - product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion. The 3.0 x 19 mm graftmaster is being reported under another MFR#. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned without any blood visible. There was contrast in the inflation lumen and balloon. The stent implant was not returned. The balloon was loosely folded. There was no damage noted to the sds. The overall length of the sds was measured and met manufacturing criteria. A new indeflator, filled with renografin 60 diluted 1:1 with water, was used to pressurize the balloon to rbp, 16 atm, then measured the deflation time of the balloon. This met manufacturing criteria. Product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion.